Event description:
Bmw guide wire was unable to advance in the r radial artery, the wire was removed and thought to be intact. Several weeks later, a retained piece of the wire was identified in the subclavian artery. Vascular surgery was required for removal.